Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump failed a 40 psi test. The initial reporter also advised that the complaint occurred during testing and had not had any effect on a patient. (B)(4).